Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery and low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she has to change her batteries just about every 2 days, and caller states that she knows this is not supposed to work like this, and caller states she had that problem a year ago as well. The customer reported that the insulin pump alarmed with replace battery now. Pump alarmed battery failed alarm even after inserting new battery. Caller did not want to continue the troubleshoot, and states she will clean contacts off the line, and call back if problems persist. The insulin pump will not be returned for analysis.